Event description:
Clinical study #6000089-2005-00513,and #6000089-2005-00514. 287 days after a coronary artery drug eluting stenting procedure the pt underwent target vessel reintervention in the mid left anterior descending (lad) artery, and the proximal lad. In 2004 the pt received treatment in three target lesions. Target lesion 1 was a 2.1 mm, 90% stenosed region of the distal lad. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5 x 24 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. Target lesion 2 was a 2.75 mm, 90% stenosed region of the mid lad. The physician predilated the lesion prior to placing one taxus express2 8.8% 3 x 16 mm drug eluting stent without complication. This stent overlapped by 5 mm with the 2.75 x 28 mm stent from target lesion 2. The drug eluting stent was post dilated after deployment. Thept was discharged from the hosp in 6 days later receiving asa, lipitor, and plavix. The pt was readmitted to the hosp in about 9 months later and received one cypher stent placed in the mid lad, and two cypher stents placed in the proximal lad as a result of in-stent diffuse restenosis. The pt was then discharged in the next day.